Event description:
A report was rec'd that a pt was undergoing a pocket revision procedure, due to discomfort at the pocket site and difficulty charging. During the procedure, the physician decided to explant the ipg. The pt was reportedly doing well following the procedure.